Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the loose latch assembly was the root cause. The chassis assembly with dso/uso sensors, expulsor assembly, cam shelf, latch locked assembly were replaced to correct the issue. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device failed volume test 3ml short. No adverse patient effects were reported by the customer.